Manufacturer narrative:
A device history record review was completed for provided material number 300932 and lot number 9303130. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this incident, two (2) picture samples were provided for evaluation by our quality team. Through examination of the picture samples, very small particles were identified. Fifty (50) physical samples were returned for evaluation as well; however, no foreign matter could be found on the physical samples and therefore, fourier-transform infrared (ftir) spectroscopy could not be performed to identify the reported foreign matter composition. At this time, an exact cause for this reported incident could not be determined. Although the high-volume manufacturing process may generate some particulate matter, bd keeps the particulate matter to extremely low levels due to the stringent preventive measures in place. The entire assembly and packaging process takes place in an environmental controlled room where good manufacturing practices are followed. We are confident this was an isolated incident with an unlikely recurrence. Further action has not been determined necessary at this time. Our quality team will closely monitor the production process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10,000 bd microlance 3 needles had particles. The following information was provided by the initial reporter: verbatim: it was received complaint from our customer, that they noticed 200sets x 50pcs of cannulas with particles/ lints, due to that 10 000pcs of cannulas are unusable.